Event description:
It was reported that clot was observed, and the procedure was cancelled. During the atrial fibrillation ablation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that access was attained. Versacross pigtail was brought in superior vena cava (svc) and small sheath removed. Faradrive with versacross connect dilator was brought up into svc. Heparin was given by physician. Faradrive was brought onto position to cross into left atrium (la) and crossed without issue. Dilator and wire were removed as soon as sheath was noted to be on the left side of heart. Before bringing up mapping catheter, physician noted a clot, likely to be on the septum at site of transeptal. Activated clotting time (act) was checked and was above 300. Physician attempted to withdraw sheath while aspirating in attempt to aspirate the clot but was unsuccessful. Sheath was brought into right and clot was no longer noted on intracardiac echocardiography (ice). Physician made call to abort procedure to make sure patient was neurologically sound. Sheath was removed and no clot was noted on the sheath. No patient complications have been reported. The product is not expected to be returned as it was disposed.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but no further information was provided. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.